Manufacturer narrative:
Correction: b2 missing required intervention selection box.

Event description:
New information noted that inappropriate anti-tachycardia pacing was noted on the implantable cardioverter defibrillator (ICD).

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.